Event description:
It was reported the insulin pump was making a loud buzzing noise for approx two minutes. Customer's blood glucose was 7.4 mmol/l. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.